Event description:
Rptr developed immune system disease immediately. Hardening of capsule, carpal tunnel, depression to the extent of having to have electroshock treatments, chronic fatigue syndrome, etc.